Event description:
During a code intubation the propofol was taken off the baxter colleague pump to get a syringe bolus. The medication was not put back on the pump and the pt inadvertently received the whole bottle of medication. The pt's b/p, blood pressure, dropped into the 60's requiring neo-synephrine for pressor support. B/p back into 130's within 15 minutes and pt weaned off neo-synephrine. Family made decision to withdraw life support due to pt's history of lung cancer, recent mi, and unconscious state. Device usage problem: other.